Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had no telemetry and a memory download could not be performed. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. The battery was subjected to additional detailed analysis but testing did not identify any issues with the battery itself. Although the device reverting to safety mode was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
It was reported that patient implanted with this pacemaker presented to a device follow-up where it was found the device had reached end of life (eol) battery status, after 14 months of implant time. The device was later explanted and replaced. No adverse patient effects were reported. The device was subsequently returned for laboratory analysis.

Event description:
It was reported that patient implanted with this pacemaker presented to a device follow-up where it was found the device had reached end of life (eol) battery status, after 14 months of implant time. The device was later explanted and replaced. No adverse patient effects were reported.